Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed no image. This event was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated: e1, h3, h4, h6, and h11. This supplemental is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no other reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: no image was due to a bad cable. A device history review revealed no issues that could have cause or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed no image. This event was found during preparation for use. There were no reports of patient harm.